Event description:
Reporter indicated that vns patient had been experiencing an increase in seizure activity since their last appointment, at which time an adjustment was made to the device settings. It was reported that the patient's seizure frequency has increased from 0 or 1 seizure per month to approximately 10 seizures per month, and that this increase was above the patient's pre-vns baseline frequency. The patient's family member report reports that the patient was doing extremely well with the vns therapy before the adjustment to programmed parameters and that there had been no recent changes to the patient's medication regimen. The patient is scheduled to follow-up with treating neurologist to re-evaluate device settings. Report is incomplete because no response has been received to manufacturer's requests for additional information from treating neurologist.